Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on; however, the radical-7 display shuts down within a few seconds and a 10-beep watchdog alarm is triggered. With this condition, the device was unable to operate for more than a few seconds. Internal inspection isolated the failure to a component of the instrument board (u21). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the devices ¿literally power down by themselves". Per the customer, the device was monitoring properly until disconnected from docking station. No error message or alarm was observed and complete black screen. No known impact or consequence to patient.